Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Customer attempted to reset pump, but did not complete it properly. Error reoccurred. Tandem technical support assisted customer with resetting pump and the issue was resolved. There was no reported adverse impact to the customer.